Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator was explanted. More information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.